Event description:
It was reported that pacing failure and a lead migration were observed with the left ventricular (lv) lead. The vessel was thick and lead fixation was incomplete, so the lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.